Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
Proactif study. It was reported that duodenal ulceration and death occurred. In (B)(6) 2021, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. It was noted that advanced, multicompartment dosimetry was performed to assess the treatment dose. Pre-treatment dosimetry documented a strong uptake of y90 on tumors, dose to perfused liver was 362.7 gy and dose to perfused tumor was 491.7 gy. 7.468 gbq of therasphere was administered to the right liver through vial 1 (ultraselective). The type of therasphere infusion was not documented. Post-treatment dosimetry documented a strong uptake of y90 on tumors, dose to perfused liver was 185 gy and dose to perfused tumor was 371 gy. In (B)(6) 2021, the subject suffered from duodenal ulceration post selective internal radiation therapy (sirt). Hepatectomy was performed. Three days post surgery the subject suffered septic shock. Peritoneal wash was performed. On the same day, the subject passed away.